Manufacturer narrative:
The initial medwatch stated the date of manufacture was (B)(4) 2001 in error, the correct date of manufacture is (B)(4) 2001. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and confirmed that the device seized, would not oscillate and it was possible to pull the turn knob too far which exposed the piston packing and bushing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from repeated sterilization and normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the sagittal saw attachment device seized and would not oscillate. It was also reported that the turn knob on the device could be pulled too far exposing the piston packing and bushing. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.